Event description:
It was reported coupling and or communication issues. The pt stated she got a power on reset (por) condition. Pt indicated she was not able to adjust stimulation. Pt programmer display showed "call your doctor" icon due to por condition. Basic functionality was reviewed with pt. It was noted this action resolved the reported issue. Additional info will be provided when it becomes available.

Manufacturer narrative:
(B)(4).